Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with the tavr procedure. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the root cause for the reported 80:20 aortic deployment and subsequent central regurgitation cannot be confirmed, however it is possible that a combination of patient factors (moderate native valve calcification) and procedure factors may have caused or contributed to the events. The central regurgitation was mitigated by the placement of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards clinical specialist, during the transfemoral tavr procedure, the first valve was positioned 50:50 across the annulus; however, during deployment, the valve shifted and was deployed 80:20 aortic, resulting in moderate central aortic insufficiency (ai) and moderate paravalvular leak (pvl). A second 26mm sapien valve was placed directly within the first valve in a 50:50 position. A repeat echo (tee) showed the central ai had resolved and the pvl had reduced to trace. The results were considered satisfactory. The patient was transferred to ICU in stable condition. Per report, the patient's aortic valve was moderately calcified, the aortic root had no calcification, the ejection fraction was 56%, the sinotubular junction (stj) measured 28mm, the sinus of valsalva (sov) measured 34.1mm. The patient did not have severe ventricular septal hypertrophy or mitral annular calcification (mac). Additionally, the image intensifier angle and coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment.